Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery alert due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
The customer reported via phone call that they were not able to remove the battery cap on insulin pump. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. Customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.